Event description:
Boston scientific received information that, post implant of the pacing system, decreased sensing, increased threshold measurements and loss of capture (loc) was observed on the pt's right atrial (ra) lead. Nine days post implant, the pt's blood pressure had decreased and the pt was admitted to the emergency room; pacemaker syndrome was suspected. Since the pt was not dependent and had an underlying rhythm in the 50's, the device was programmed to vvi mode at a rate of 45 paces per minute and blood pressure then recovered. Subsequently, an echocardiogram revealed a large pericardial effusion. It was noted that the suspected cause of the effusion was dissection of the svc by the ra lead or catheter. Under fluoroscopy the lead had taken a 90 degree turn before it entered the ra, which was out of the ordinary. After the echocardiogram identified the effusion, the pt was sent to the operating room, however, did not survive. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.